Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. Full event site name: (B)(6). A getinge service territory manager (stm) evaluated this unit and was unable to reproduce the reported issue. The unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) shutdown. There was no patient harm and no adverse event was reported.